Event description:
Reference manufacturer report number: 3006705815-2019-02432. It was reported that the patient's leads had high impedances. As a result, adequate therapy could not be achieved. Surgery may be pending to address this issue.

Event description:
Reference manufacturer report number: 3006705815-2019-02432. Follow up identified that the patient's leads were explanted and replaced. Leads were observed to be fractured following the explant. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2019-02432.